Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd discardit disposable syringes 2ml was missing label information. The following information was provided by the initial reporter: "the small package is not affixed with the (B)(6) label as required."

Event description:
It was reported that bd discard it disposable syringes 2ml was missing label information. The following information was provided by the initial reporter: "the small package is not affixed with the chinese label as required "

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided material number 300928 and lot number 1807230. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither the mentioned pictures samples nor physical samples were returned, our quality team was unable to perform a thorough sample analysis and therefore, a cause related to the manufacturing process could not be identified.